Event description:
The customer obtained multiple, biased vitros phyt and vitros crbm quality control results (phyt qc result = 7.7 ug/ml vs. Expected result = 12.6 ug/ml; crbm d9984 result = 8.2 ug/ml vs. Expected result = 4.80 ug/ml; crbm g1647 result = 10.1 ug/ml vs. Expected result = 5.3 ug/ml) while using the vitros 250 chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. There was no report of affected patient samples as patient samples were not being run while quality control results were out of range. There was no allegation of harm to patients as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that multiple, biased vitros phyt and vitros crbm quality control results were obtained while using the vitros 250 analyzer. Patient samples were not reported to have been affected. An ocd fe performed service actions and performed relevant adjustments to the reflectometer and immuno wash metering subsystems. Following these service actions, acceptable vitros phyt and crbm performance was observed. The root cause of this event is instrument related. There was no evidence to suggest a malfunction of the vitros phyt or crbm slides.